Event description:
It was reported that the patient was unable to use his inflatable penile prosthesis. The patient underwent surgery and a break in the left cylinder was identified, resulting in fluid loss. All components were removed and replaced. There were no patient complications.